Manufacturer narrative:
(B)(4). Physio-control provided technical assistance and recommended replacing the device. Follow up with the reporter confirmed that the device was removed from service and scrapped. The cause for the reported issue could not be determined.

Event description:
It was reported that the device had all three (charge-pak, attention and wrench) icons illuminated and would not power on. There was no patient use associated with the event.